Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads completely broken... Top section breaking off - oral-b [device breakage] case narrative: consumer e-mail stated that brush heads have completely broken in the same way with the top section breaking off. No injury was reported.